Event description:
Customer reported 1 patient interface (B)(4) due to lack of suction prior to the laser firing. Treatment was aborted and patient was switched to photorefractive keratectomy (prk). The suction issue was not caused by excessive fluids on the eye. There was no patient movement during the procedure. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Evaluation - due to lack of suction prior to the laser firing, there was no loss to best corrected visual acuity (bcva). No patient injury. Surgeon switching to photorefractive keratectomy (prk) was not to prevent a serious injury. System# ((B)(4)) was evaluated on (B)(6) 2012 and the system meets all amo specifications. A manufacturing record review/device history record was conducted for lot #ck01359. No nonconformances were documented. Documentation shows that the product was manufactured according to specifications.